Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre manager reported that during an anterior vitrectomy portion of a cataract extraction with intraocular lens implant procedure three vitrectomy probes failed. The probe primed as normal but would not cut. The anterior vitrectomy portion of the procedure could not be completed as the facility had run out of vitrectomy probes. The patient was scheduled to return one week later for further surgery. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative spoke with the customer and determined that the customer attempted to use a 23ga probe while the system was set to 20ga settings, and were unaware of how to change the probe type. The company representative and a surgical sales representative attended the next surgery onsite and determined that the system was functioning properly. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Per the operators manual when the anterior vitrectomy step is entered, an automated vitrectomy setup screen appears. This automated screen assists the user through the proper set up and test of the selected vitrectomy probe. If the doctor does not want the screen to guide him through the vitrectomy handpiece setup procedure when the anterior vitrectomy step is entered, press the ¿off¿ button. The root cause of the reported event can be attributed to external user error. (B)(4).